Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient reported that she still had the shadow and could not see. The patient's surgery and iol appear pristine and well centered. After 3-4 months of iol implantation, she developed temporal crescent dysphotopsia.  Additional information was received stating is unhappy with unexpected outcome and negative dysphotopsia. There was no patient harm.